Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty converter unit (power supply), slide detection unit of s-socket was not retaining its position properly, wli (white light imaging) lens was foggy, rusting on the metal parts of equipment, power switch was cracked, the rear foots have corrosion, the front panel was hit, had scratches and minor cracks, the front panel was yellowish, the top cover had scratches and minor paint peeled off, minor rust and corrosion on the rear panel and connectors and corrosion on the chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus when the unit was powered on, the xenon lamp was not turning on. It was switched to a spare lamp displaying an error message e103 (lamp light-up error) on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction to d9 and the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a failure of the power unit. Olympus will continue to monitor field performance for this device.